Event description:
It was reported by a user facility, during extracorporeal membrane oxygenation support, a blood leak was noted between the oxygenator and the temperature probe. The user attempted to seal the leak with both a combi-plug and bone adhesive, but the leak persisted. The xlung kit 230 was exchanged resulting in a blood loss of 670 ml. The amount of blood loss from the leak was unknown. The patient did not experience a serious injury as a result of this event. The sample was unavailable for product investigation.

Manufacturer narrative:
Additional information: a3, a4, b5, d4, h10 the complaint sample could not be returned for evaluation, and a definite cause of the described problem could not be determined. All oxygenators are tested for leakages during in process controls. It is possible that fine cracks may subsequently occur in the temperature port during shipping or handling. The described situation is adequately addressed in the instructions for use and/or on the product label. The batch of the kit was unknown; therefore, the batch review was not completed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a user facility, during extracorporeal membrane oxygenation support, a blood leak was noted between the oxygenator and the temperature probe. The patient did not experience an injury as a result of this event. The sample was unavailable for product investigation.